Event description:
The manufacturer received information alleging a trilogy ev300 ventilator had an issue with the peak inspiratory pressure and pressure graph not appearing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's main printed circuit board assembly was replaced to address the issue.